Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and found sensor broken missing broken part unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they had a sensor error alert with the sensor. Customer's blood glucose was unknown at the time of the call. Customer also reported issues with the inserter. Customer was advised to replace the sensor. The customer agreed to return the sensor for analysis.